Event description:
Philips received a complaint from a customer that the system shut down with a bang. The monitors were black. The procedure was terminated in controlled way without harm to the pt.

Manufacturer narrative:
(B)(4). The fse (field svc engineer) trouble shot the system and found a problem with a defective power tray. He replaced the power tray, this solved the problem. No pt was injured.